Event description:
It was reported the customer experienced low and high blood glucose. Customer reported a low of 23 mg/dl. The customer was able to treat their low with food. The customer stated they have been experiencing low blood glucose for the past five days. It was also found the customer experienced a high blood glucose of 600 mg/dl. The customer reported experiencing nausea from their high blood glucose. The customer was able to treat their blood glucose with the insulin pump and manual injections. It was also found the customer had no delivery alarms on their insulin pump that was resolved with a complete set change. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.